Event description:
We received an allegation of questionable sodium electrode results for 5 patients¿ samples tested on a cobas pro ise analytical unit. Sample 1: initial result: 123 mmol/l. Repeat result: 132 mmol/l. Sample 2: initial result: 148 mmol/l. Repeat result: 142 mmol/l. Sample 3: initial result: 127 mmol/l. Repeat result: 135 mmol/l. Sample 4: initial result: 127 mmol/l. Repeat result: 133 mmol/l. Sample 5: initial result: 129 mmol/l. Repeat result: 136 mmol/l. The nurse questioned the initial results, prompting the repeat of the samples on a different cobas pro ise analytical unit. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The sodium electrode lot number was elc93. The expiration date was not provided. The customer verbally stated that the qc was acceptable prior to the event and went out of range after the event. The field service engineer found that the cause was due to the vacuum sipper not entirely aspirating from the dilution vessel. He flushed the vacuum nozzle, reseated the vacuum nozzle position in the dilution cup, ran the green rack, and ran reagent primes. Ise checks, calibration, and qc were performed, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.